Event description:
It was reported that the pt experienced a shocking or jolting sensation after exposure to store security gate. The device was on during the exposure. This has happened twice since 2008. Further info is being requested from the hcp.